Manufacturer narrative:
Event date: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-extension. Upn: m365sc3138250. Model: sc-3138-25. Serial: (B)(4). Batch: 16211319. Product family: scs-ipg-r-MRI. Upn: m365sc12320. Model: sc-1232. Serial: (B)(4). Batch: 518939.

Event description:
It was reported that patient experienced inadequate stimulation. The patient underwent a revision procedure wherein the lead and extension were replaced, and the ipg was moved up to avoid having to use extension and to the left side from the right. The explanted devices were disposed by facility.

Event description:
It was reported that patient experienced inadequate stimulation. The patient underwent a revision procedure wherein the lead and extension were replaced, and the ipg was moved up to avoid having to use extension and to the left side from the right. The explanted devices were disposed by facility.

Manufacturer narrative:
Sc-2218-70 sn: (B)(6). The returned lead was analyzed, and visual inspection revealed the lead was cleanly cut into two pieces. With all the available information, boston scientific concludes the reported event was not confirmed. The clean-cut damage is a typical outcome of an explant procedure and is not considered a failure. However, a labeling review identified that this event is a known risk associated with implanting a pulse generator for spinal cord stimulation. Therefore, the probable cause was a known inherent risk of the device.